Event description:
Healthcare professional reported "pain". Healthcare professional later reported "capsular contracture, baker grade iii and several simple cysts". Healthcare professional later reported "capsular contracture, baker grade IV and rupture". Healthcare professional later reported rupture diagnosed via MRI on (B)(6) 2025. This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
This is a follow up to a emdr #9617229-2023-19959. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, d.9, h.6

Event description:
Healthcare professional reported "pain". Healthcare professional later reported "capsular contracture, baker grade iii and several simple cysts". Healthcare professional later reported "capsular contracture, baker grade IV and rupture". Healthcare professional later reported rupture diagnosed via MRI on (B)(6) 2025. This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive . Pain: unable to observe as it is not related to the manufacturing process. Cyst(s): unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, h3, h6.

Event description:
Healthcare professional reported "pain". Healthcare professional later reported "capsular contracture, baker grade iii and several simple cysts". Healthcare professional later reported "capsular contracture, baker grade IV and rupture". Healthcare professional later reported rupture diagnosed via MRI. This record is for the right side. The device has been explanted and replaced.